Manufacturer narrative:
A product correction letter was sent to cell-dyn ruby customers who have instruments with the affected printed circuit board assemblies (pcbas). A mandatory technical service bulletin (tsb) was issued on all impacted cell-dyn ruby analyzers. The mandatory tsb instructs field service to replace the pcba pump relay board.

Event description:
It has been determined that the cell-dyn ruby analyzer has a printed circuit board assembly (pcba) that may prematurely fail and result in the loss of vacuum/pressure. The failure of the pcba pump relay board will result in system initiated messages (sims) and the instrument will stop functioning. There is no impact to patient results. Previously generated results are not impacted. There is a potential for delay in results due to failure of the pcba.